Event description:
The complainant has reported that a female patient underwent a therapeutic placement of a place hit biliary wallstent fof treatment of klatzkin carcinoma stenosis. The stent was successfully placed. The day after the stent placement, the patient presented with ascites. 2 days after stent placement, the patient expired. The clinician initally stated the possibility of a perforation in the tumor region from the stent. Multiple attempts to obtain additional information regarding the condition of the patient (pre and post mortem) have not been successful.